Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A complaint database search did find additional related reports against the provided product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 09/22/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision the patient was found to have an adverse reaction to metal debris and a small amount of pseudotumor in the joint. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 10/19/2015

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clincal report states patient was revised for osteolysis behind the cup.